Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic patient record and was able to verify that the device lost connection to the patient after the initial connection. The customer reported that they use third party brand electrodes. The electrodes were not returned to physio-control for an evaluation. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio will be replacing the therapy cable as a precaution. The cause of the reported issue could not be conclusively determined. Physio performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed defibrillation was not indicated based on the ECG. The customer also elected to use third party brand electrodes, which are not specified for use with this device.

Event description:
The customer contacted physio-control to report that the device intermittently gave multiple "lead off" prompts after the initial connection. Approximately after a minute, the device recognized the connection and there was no loss of connection to the patient throughout the remainder of the event the patient, a (B)(6) year old male, did not survive.

Event description:
The customer contacted physio-control to report that the device intermittently gave multiple "lead off" prompts after the initial connection. Approximately after a minute, the device recognized the connection and there was no loss of connection to the patient throughout the remainder of the event the patient, a 44 year old male, did not survive.